Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by the customer's spouse that the customer got hospitalized due to low blood glucose on (B)(6) 2017 with blood glucose below 40 mg/dl at the time of the incident. The customer was at 152 mg/dl at the time of the call. The customer used juice to treat and was given food, glucose, and glucagon to treat by the paramedics. The customer experienced symptoms such as loss of consciousness. The customer was not wearing the insulin pump during the incident, within less than 48 hours. The reservoir had been recently filled to 2 ml and the bolus history showed no boluses, but the reservoir was almost completely empty. Troubleshooting was completed and the customer believes the pump over delivered. The customer is on manual injections as they do not trust the pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Findings: pump passed all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, unexpected alarm error test, displacement test, basic occlusion test, occlusion test, prime test, rewind test, excessive no delivery test and dat at 0.08695 inches. Pump received with minor scratched lcd window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.